Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple site changes. The customer's blood glucose was 157 mg/dl at the time of incident. Customer reported that the insulin pump alarmed no delivery while trying to deliver a bolus. Troubleshooting was performed and customer reported that the insulin did not exit and alarmed no delivery after infusion set and reservoir change and 5 unit manual prime was delivered. Customer also reported that the insulin pump had a motor error alarm and no troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. (B)(4).